Event description:
It was reported that during a shoulder procedure using a starvac 90 icw wand, the wand appeared to smoke and the surgeon alleged that this caused tissue charring. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or addition patient complications reported as a result of this event.